Event description:
(B)(4). Initial information was reported by a physician to a sales representative on 07-jul-2009: a consumer received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] and developed a granuloma under the eye (age, dose, dates and indication unknown). Medical history and concomitant medications were not provided. No further relevant information reported. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a physician via a sculptra adverse event and hcp data collection form on 05-aug-2009: a (B)(6) female (dob, height, & weight provided) received 11 cubic centimeters (cc) of injectable poly-l-lactic acid on (B)(6) 2008, 11 cc on (B)(6) 2008 and 7 cc of poly-l-lactic acid (lot # a7022, exp. Date 31-oct-2009) on (B)(6) 2008 in her cheek hollows, marionette lines and tear troughs. The poly-l-lactic acid was reconstituted with 4 milliliters (ml) of sterile water and 2 ml of lidocaine five hours before the injection (injection date unspecified). On (B)(6) 2009, she experienced nodule formation but did not undergo a biopsy. The use of poly-l-lactic acid was discontinued because of the event but the event remained ongoing at the time of this report. The reporter stated that he suspects that the event of nodule formation was related to poly-l-lactic acid. Medical history reported as an allergy to rofecoxib (vioxx). No further relevant information reported.

Manufacturer narrative:
Add'l implant date (B)(6) 2008. Add'l lot # a7022; expiration date: 10/31/2009; implant date: (B)(6) 2008.